Event description:
Boston scientific received information that the patient implanted with this pacemaker and right atrial (ra) lead had been lost to follow up since the implant procedure. At a recent device check the device was noted to be in vvi 70. Initially, there was no history of this change and this was not what the device was changed to at discharge post the implant procedure. The ra lead had impedances of greater than 2500 ohms. There was a loss of capture at maximum outputs and no sensing of p-waves. This patient had been seen by an infectious disease team since implant. A needle biopsy to determine if an infection was present had been suggested by the infectious disease physician. This biopsy was performed against the implanting physician's discretion. The implanting physician reported that this biopsy revealed that no infection was present. Initially, was unknown if this procedure could have contributed to the reprogramming of the device or lead issue. The implant physician later confirmed that device reprogramming had been done through their clinic, the specific reason for this change was still unclear. However, there were no adverse patient issues or outcomes. This patient was noted to have first degree heart block without dropped beats. Therefore, the physician elected to leave the device programmed at vvi and continue to monitor this patient. The patient continued to be symptom free.

Manufacturer narrative:
Event clarification has been requested from the field. This investigation will be updated should further information be provided.